Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently experienced a low blood glucose (bg) of 40-50 mg/dl. Customer consumed juice to address the low bg. Tandem technical support found that the customer's correction factor was incorrect. Tandem technical support advised customer to consult with healthcare provider to discuss and adjust pump settings.